Manufacturer narrative:
Concomitant medical product: sedr01 ipg, implanted: (B)(6) 2009 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent atrial oversensing. The ra lead polarity was reprogrammed from bipolar to unipolar. The ra lead remains in use. No patient complications have been reported as a result of this event.